Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. There were no patient consequences.